Event description:
The customer complained that the insulin pump alarmed no delivery. Troubleshooting was performed, and the insulin pump passed the prime and displacement tests. During the phone call, the customer had to be taken to the hospital due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 531 mg/dl. It was reported that the customer's blood glucose levels were not lowering even after taking manual injections with the same insulin that was being used in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.